Event description:
It was reported that the patient underwent a 600m malleable penile prosthesis replacement surgery on (B)(6) 2013 due to unknown reasons. No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Ams records indicate the device was invoiced on (B)(6) 1995 and shipped to the facility prior to the expiration date.